Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier: the UDI is unknown because the part number and lot number was not provided the complaint device was returned. The reported difficult to position and difficult to remove was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. The 2.5x18mm xience pro device is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a moderately calcified below bifurcation left anterior descending artery. A 2.5 x 18 mm xience prox stent delivery system could not be advanced over a balance middleweight guide wire and the stent implant dislodged. The stent delivery system did not enter the anatomy. There was no resistance removing the two devices. Two xience prox stents (2.5 x18 mm and 2.5 x 23 mm) were implanted using a pilot guide wire to successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Additional information: the returned device analysis revealed the xience prox stent delivery system (sds) was returned stuck on the balance middleweight guide wire. The sds shaft was separated. Follow-up with the account confirmed that the separation occurred when attempting to remove the stuck sds from the guide wire outside of the patient. No additional information was provided.